Event description:
It was reported to manufacturer by facility, per facility while the resident was being transferred from her wheel chair to her bed with the lift, the lift crakle disconnected from the lift arm. As a result of the cradle coming off the resident fell approximately four feet to the floor. Phone contact from facility to customer service technical rep "facility is requesting a visit by a manufacturer representative to go over their preventive maintenance checks so they can document that they were doing them correctly."